Event description:
As reported by edwards japan affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, blood was observed on the inflation device after deflation of the commander delivery system, during gross valve alignment of the valve, the operator felt stiffness just before the warning marker appeared. The operator continued to pull slowly and was able to pull until the warning marker. The operator used more force than usual but did not pull forcibly or aggressively. The operator pulled the balloon catheter until the proximal end of the warning marker was visible and locked. Valve alignment was attempted in a straight section of the anatomy. Since there was some resistance during valve alignment, the negative pressure of inflation device was applied prior to deployment and it was confirmed that there was no backflow of blood. The valve was deployed with nominal volume. However, after deflation, blood was visible in the inflation device. Since valve deployment was completed without any problems, after removal the operator checked the commander delivery system for the presence or absence of a balloon rupture. The device was filled with more than nominal volume, but there was no leakage of contrast media, and it was determined that the balloon was not to be ruptured. There was no patient injury reported.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The device was not returned, an image evaluation was unable to be performed as no imagery was provided. A visual inspection was performed on the returned device, and the following was observed: the commander delivery system was able to be de-aired and fully inflated with no leakage observed and maintains pressure. Engineering flushed the flush port and guidewire port at y-connector, and no leakage observed. During functional testing, engineering was able to perform gross alignment and fine adjust 0-100% without difficulty, no abnormalities were noted. Dimensional testing was performed, and the delivery system's balloon outer diameter measurements met specifications when fully inflated with nominal volume. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed through functional testing of the device and a manufacturing non-conformance was unable to be determined. A review of the lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. It was reported that the operator felt stiffness and resistance just before the warning marker had appeared during gross alignment but was still able to achieve full gross alignment. Imagery of the patient's vasculature demonstrated a good amount of calcification observed throughout the anatomy, as well as tortuosity within the patient's access vessels. A tortuous anatomy can present difficult bend angles or constrained conditions resulting in a higher pull force felt during gross alignment, as reported in the complaint event. Available information suggests that patient factors (tortuosity) or procedural factors (valve alignment in non-straight section, built up tension) may have contributed to the complaint valve alignment difficulty. When evaluating the returned device, functional testing showed that the system was able to be inflated and maintaining its inflation integrity without any leak observed. Potential misuse of the inflation device led to the reported introduction of blood into the system. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. The instructions for use (IFU) and training manuals have been reviewed and no labeling/IFU deficiencies or inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.